Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the ins battery was not in new con dition.

Manufacturer narrative:
Concomitant product: product ID: 3387, lot# serial# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the implantable neurostimulators (inss) on both sides were replaced and the lead was re-implanted. A "new lead" was reportedly implanted to adjust lead position. The reason for that was because stimulation was not enough for the patient. The reporter indicated that it appeared there was no problem with the lead, the problem was ¿where the lead had been set¿. When the ins was extracted, it became clear that a ¿blood-like¿ substance had contaminated the connector region. There were; however, no problems with the extracted ins. Additionally, there was a ¿squeak¿ sound when the screw was loosened during the extraction. The screws were correctly tightened and there were no problems with the ins operation. The patient recovered and there was improvement. This event presented no health hazard to the patient. It was noted that the device was implanted on (B)(6) 2007. Per manufacturer's device records, this device was manufactured on (B)(6) 2009. It was unclear when the device was actually implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.